Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regq4529 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported hard to place microintroducer into the vein. Hard to put the microintroducer in and when pulling out there is like an edge to the front of the grey part of the introducer. When using a new microintroducer it worked fine.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty inserting the microintroducer was confirmed. One 4.5 fr x 7 cm microez microintroducer was returned for evaluation. Dried blood residue and evidence of use was noted on the device. The dilator was present within the grey sheath and the components had not been peeled. A bend in the sheath and dilator shaft were present 2 cm from the distal end of the sheath. Deformation on the distal end of the grey sheath was also noted. Three photo samples were provided by the complainant and the condition of the microintroducer shown corresponded with the returned physical sample. Microscopic inspection of the sheath tip revealed a localized region of inward bunching creating a bulge. Additional bulges in the sheath shaft were also noted near the bent region. The sheath taper was inspected and appeared to be properly formed. Based on the information provided, advancement against resistance during the insertion process is a likely contributing factor. The product instructions for use (IFU) states, " advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guide lines concerning the use of a safety scalpel prior to making incision." Since evidence of a difficult insertion was found on the returned sample, the complaint is confirmed.

Event description:
It was reported hard to place microintroducer into the vein. Hard to put the microintroducer in and when pulling out there is like an edge to the front of the grey part of the introducer. When using a new microintroducer it worked fine.